Event description:
The surgeon implanted a cc4204bf collamer lens, but the cartridge split and tore the lens. The lens was removed with no pt injury or complications. An sfc-25 cartridge and an msi-pf injector were used, but the lot numbers were not provided by the facility.

Manufacturer narrative:
Evaluation codes: results - (other): visual inspection of the product found both haptics torn off. There was also evidence of surgical residue. Conclusions: the root cause for this event cannot be determined because the cartridge and injector were not returned.